Event description:
A repair request was sent reported with an issue of "image noise". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found a foreign object inside the nozzle. This report is being submitted for foreign material inside the nozzle found on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "image noise". Device evaluation and inspection found there was noise in the image due to a board failure inside the scope connector. In addition, inspection found a foreign object inside the nozzle. Furthermore, the following findings during device evaluation were noted : the curved rubber (insertion part) adhesive part found missing. The curved rubber (insertion part) bond noted cracked due to external factors. The curved rubber adhesive part noted cloudy. The bending angle found insufficient due to the elongation of the angle wire. Scratches on the insertion tube due to external factors are observed. The tip cover found crushed due to an external factor. The objective lens adhesion part noted cloudy. The lighting lens adhesion part noted cloudy. Wrinkles are observed in the universal cord due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, foreign material was confirmed in the nozzle. The foreign material was unable to be identified. There were no deformations to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.